Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code, arrhythmia alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause of the communicate error was isolated to the component on the distribution node pca being thermally damaged. The root cause of the thermally damaged component was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code and arrhythmia alarms.